Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off; the complaint is confirmed. The cause may be attributed to torsional forces applied to the driver which exceeded its capability. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the screw inserter broke off while installing iliac bolts into a patient with hard bone. The procedure was completed using alternative instrumentation. There are no reports of the patient injury associated with this event. The tip of the inserter was removed from the patient.